Manufacturer narrative:
The investigation determined that discordant, non-reactive vitros cov2tot results were obtained from a patient sample when tested using vitros cov2tot lot 0017 on a vitros 5600 integrated system. The results were discordant when compared to reactive vitros cov2igg results from the same patient. A definitive assignable cause for the discordant, non-reactive vitros cov2tot results for patient 2 could not be determined. It is possible that there was a high concentration of low affinity igm and/or igg antibodies present in the sample from patient 2 and that patient 2 was undergoing seroconversion at the time of sample collection, however this could not be confirmed. Based on historical quality control results, vitros cov2tot reagent performance issue is not a likely contributor to the event as all vitros quality control fluid results prior to the event were within the correct IFU interpretation region. Additionally, ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0017. There was no evidence to suggest an instrument malfunction, however an instrument issue cannot be ruled out as a contributor to the event, as no precision testing was conducted to verify the performance of the vitros 5600 integrated system around the time of the event. Pre-analytical sample processing cannot be ruled out as a contributing factor, as it was not possible to determine whether the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. It is unknown whether an interferent contributed to the event, as no further testing using a tube to block potential interference in the patient samples was conducted.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report discordant, lower than expected vitros anti-sars cov 2 total (cov2tot) results when samples from a patient were tested using vitros cov2tot lot 0017 on a vitros 5600 integrated system. The results were discordant when compared to reactive vitros anti-sars-cov-2 igg (cov2igg) results for the same patient. Patient 2, vitros cov2tot results of 0.93 and 0.98 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2tot results were not reported from the laboratory to a physician and were not used to aid in diagnosis of sars-cov-2 infection. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).